Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros troponin I es results were obtained for two patient samples and two known, troponin free samples using a vitros 5600 integrated system. Root cause for the event could not be determined; however, an instrument issue or inadequate customer maintenance protocol are the most likely assignable causes of the events. Inappropriate pre-analytical sample processing or an unexpected reagent issue could not be ruled out as possible contributing factors.

Event description:
A customer complained after observing non-reproducible, higher than expected vitros troponin I es results for two patient samples and two known, troponin free samples using a vitros 5600 integrated system. (B)(6) vitros trop I es patient sample result: 0.365 ng/ml vs expected result <0.012 ng/ml. (B)(6) vitros trop I es known, troponin free sample result: 0.672 ng/ml vs expected result <0.012 ng/ml. (B)(6) vitros trop I es known, troponin free sample result:0.125 ng/ml vs expected result <0.012 ng/ml. (B)(6) vitros trop I es patient sample result: 0.988 ng/ml vs expected result <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The results were not reported outside the laboratory. There was no allegation of patient harm occurring as a result of the event. (B)(4).